Event description:
It was reported that the patient experienced st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when it was noted on the EKG that there was st segment elevation. The physician did not find any abnormalities after checking the patient, so the procedure was continued. The procedure was then successfully completed with the closure device implanted in the laa of the patient. The patient received neurological checks post procedure with no issues being reported. The patient will remain overnight for observation and continued neurological checks, but they are expected to make a full recovery.